Event description:
The facility reported an infusion pump that will not detect air in the tubing. It was not known if this occurred while infusing. The facility rep stated that no pt injury was reported on this pump since the last baxter service event. Info regarding pt demographics, medication and device programming was requestd but none was provided.